Event description:
The customer received questionable ion selective electrode (ise) sodium and chloride results on their integra 800 analyzer. Patient one's initial sodium result was 132 mmol/l. Patient two's initial sodium result was 122 mmol/l. Patient three's initial sodium result was 129 mmol/l. Patient four's initial sodium result was 134 mmol/l. Patient five's initial sodium result was 126 mmol/l. Patient six's initial sodium result was 126 mmol/l. Patient seven's initial sodium result was 128 mmol/l. Patient seven's initial chloride result was 92 mmol/l. The customer performed ise calibration and quality control on the analyzer after the initial low results. The calibration and quality control came out low. The customer repeated the low samples on their other integra 800 (serial number (B)(4)). Patient one's repeat sodium result was 142 mmol/l. Patient two's repeat sodium result was 131 mmol/l. Patient three's repeat sodium result was 138 mmol/l. Patient four's repeat sodium result was 142 mmol/l. Patient five's repeat sodium result was 136 mmol/l. Patient six's repeat sodium result was 136 mmol/l. Patient seven's repeat sodium result was 140 mmol/l. Patient seven's repeat chloride result was 102 mmol/l. The customer deemed the repeat results to be correct and they were issued as a corrected report. The customer was unable to provide any information on whether the patients were adversely affected by this event. The customer did not provide lot numbers or expiration dates for the sodium or chloride electrodes. The field service representative found low mixing pressure due to a leak in the mix tower and occluded air supply tubing. He cleaned the air supply tubing and replaced the mix tower. He adjusted the mix and dry pressures. Initialization, calibration, quality control, and a precision test were performed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.